Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that the cylinders did not inflate. The patient underwent surgical intervention to explant the ipp. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Both of the cylinders presented with wear at folds in the distal, middle, and proximal parts of the cylinder body. In one of the cylinders a hole, consistent with sharp instrument damage, was found in the proximal end, and a fluid leak was confirmed. In the middle of the other cylinder a hole was present in the outer tube from wear, and a leak was confirmed. The kink resistant tubing (krt) from both cylinders was worn to the filament. The pump strain relief junction had a hole, consistent with sharp instrument damage, that resulted in leak. The reservoir had a hole in the strain relief junction, also consistent with sharp instrument damage. A fluid leak was confirmed at the strain relief junction. The reservoir krt was worn to the filament. Analysis confirmed the reported clinical observations.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) did not inflate. The patient underwent surgical intervention to explant the ipp. There were no patient complications reported.